Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was being performed on a mildly calcified and moderately tortuous lesion in the left circumflex artery (lcx). A 12 x 3.00 promus premier select stent was successfully deployed. After performing a post dilatation, a distal edge dissection was noted in the distal part of the stent. To cover the edge dissection, a 2.5 x 16 promus element plus stent was deployed distally to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed and the patient was reported to be stable.